Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported front right tooth has been chipped due to use of the aligners. The bonding on the tooth to the right of that front tooth (#7) has chipped and broken due to the use of the aligners. Pounding on the tooth to the left of the front left tooth is starting to chip due to use of the liners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.